Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual chapter 3" preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, there was water leakage from button when using the gastrointestinal videoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: nozzle has foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1 establishment name full input should be: (B)(6) hospital. The device was returned and evaluated, and the customer¿s allegation was confirmed due to a cut of switch one resulting in loss of water tightness. Further evaluation identified: due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of upward/downward angulation control knob is out of the standard value, adhesive on the bending section cover has a chip, a crack, and white-clouded area, image guide protector has a chip, adhesive around objective lens was peeled, adhesive around light guide lens was peeled, and connecting tube has a scratch, buckling, and a wrinkle. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there were no delay in the start of precleaning, no abnormalities in the accessories used for reprocessing, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.